Event description:
Customer reportedly obtained a result of 5.3 inr on the coaguchek xs system and 3.9 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.